Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device would be return next week after the (B)(6). The healthcare professional tried to insert the lead several times, but it was not possible to insert completely into the header. The lead got stuck before reaching the normal end position. The cause was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a connection error that occurred during a procedure. Completion insertion of electrode into header of implantable neurostimulator (ins) was not possible. It was not possible to put the electrode correctly and completely into the header. The hcp moved the electrode end several times forward, but it was not possible to insert the electrode until the blue tip of electrode was seen and also the blue markers of electrode were not seen in the spaces of the header. Troubleshooting was noted as the fixation of the ins screw was turned more out in a smooth way, but no improvement. After some turns, the screw seemed to be out of the thread. The ins was replaced, and the issue was noted as resolved.